Event description:
The customer's father reported that the customer's insulin pump was having a delivery anomaly and that it was under delivering. The customer's blood glucose was 120 mg/dl, then 115 mg/dl. During troubleshooting, the insulin pump passed the self test, the fixed prime test, and the 5 units bolus test. The basal and bolus settings were checked and were found to be correct. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, and the excessive no delivery test. The insulin pump was programmed with several boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The insulin pump calculated the additional bolus deliveries and were verified in the daily total screen. The insulin pump was then programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts properly and were verified in the daily total screen. No delivery anomaly, daily total anomaly, basal anomaly or bolus anomaly noted. The insulin pump had a cracked reservoir tube lip.